Event description:
A cartridge alarm 20 was reported during pumping. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump with updated software to be sent to the customer, who will use a backup insulin pump in the meantime. Customer was provided with instructions to store the current pump before returning it via ups, utilizing a return box and pre-paid label, and was advised about steps to follow upon receiving the new pump, which the customer understood and acknowledged.